Event description:
It was reported when trying to interrogate a device, a message displayed on the programmer that there was a different device. The reveal software was checked and the programmer has version 7.0. It was indicated by the technical consultant that the device probably has full view software loaded (version 7.1) and that the programmer needs to be updated. It was mentioned that another programmer would be tried. The programmer remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.